Event description:
It was reported the patient feels most of her stimulation in her right side. The physician plans to revise the lead to resolve the issue. Follow-up identified the patient's revision procedure was rescheduled as she had developed a skin infection that appeared to be psoriasis. The skin condition allegedly was unrelated to the scs system and was not located near the implanted devices. Follow-up on the patient found the skin condition had cleared up and the patient was rescheduled for the revision procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.